Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 correction: 11/03/2015: the incident description in the initial 3500a report should have read: on (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio vue meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged product issue had been ongoing since (B)(6) 2015, and quoted specific blood glucose values of ¿90mg/dl¿ on the subject meter and ¿70mg/dl¿ on a onetouch ultra vue meter, obtained within 30 minutes of one another on (B)(6) 2015. It is not known how the patient manages their diabetes but it is known that they had made no alternations to their normal diabetes management regimen as a result of the alleged product issue. At an unspecified time on (B)(6) 2015 the patient stated that their hands were ¿trembling¿, which they associated with low blood glucose levels. However, no treatment was specified as a result of this alleged symptom. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and an approved sample site was being used. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.